Event description:
Event description guidant received information that, the family of the patient that was implanted with this recalled implantable cardioverter defibrillator (ICD) has retained an attorney. According to guidant's resources, the patient expired shortly after hospitalization for congestive heart failure (chf). Guidant has not received any complaints or reports of abnormal device behavior.

Manufacturer narrative:
Not returned. Event conclusion: as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened.